Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The field service representative replaced the syringe seal and cleaned the pro-cell flow path and syringe. He replaced the measuring cell. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 2 patient samples on a cobas e 801 analytical unit. Sample 1: the initial result was 4.59 ng/l. The repeated result was 71.4 ng/l. A plasma separation was performed, and the sample was recentrifuged. The sample results were 4.97 ng/l and 4.37 ng/l. Sample 2: on (B)(6) 2025 the initial result was 10.9 ng/l. The repeated result was 33.3 ng/l. A plasma separation was performed, and the sample was recentrifuged. The sample result was 11.2 ng/l.

Manufacturer narrative:
A general reagent issue was excluded. The alarm trace showed "aspiration issue" alarms on the day before and after the event. The investigation reviewed pictures that showed fibrin, clots, and something floating on the surface of samples. The investigation did not identify a product problem. The investigation determined the issue was consistent with inappropriate sample handling.